Manufacturer narrative:
The reported event is confirmed cause unknown. Visual inspection of the sample noted 1 three-way foley catheter with cut portion of inlet tubing with balloon burst (measuring 0.2145") on the return. No missing pieces were noted. Also received 2 photo samples. First photo sample shows overview of catheter. Second photo sample zooms in on location of balloon burst on balloon. Based on photo and physical and sample received product does not meet specifications which states "pinholes are not permitted." Although an exact root cause could not be determined a potential root cause could be pinhole in balloon or cuff. The DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and states the following: "caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Sterile: unless package is opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use only. Do not reuse. Do not re-sterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 30cc balloon: use 35ml sterile water do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Note: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone foley catheters. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Correction- d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that a foley catheter was placed at 11:10 on december 17th. After confirming that the patient was securely secured in the bladder, after five minutes the physician left the room, and went to the patient. The patient self-reported that he heard a popping sound. When it was schecked, the foley catheter had come out and the balloon had burst. They confirmed that the balloon was damaged. When they put the damaged parts back together, they could not see any damage. They cut the inlet tube and discarded the bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a foley catheter was placed at 11:10 on december 17th. After confirming that the patient was securely secured in the bladder, after five minutes the physician left the room, and went to the patient. The patient self-reported that he heard a popping sound. When it was checked, the foley catheter had come out and the balloon had burst. They confirmed that the balloon was damaged. When they put the damaged parts back together, they could not see any damage. They cut the inlet tube and discarded the bag.